Event description:
Patient states: they had sparc sling implanted in 2002. Patient had continued incontinece, infection, and vaginal erosion. 3 months later doctor attempted to cover the eroded mesh with vaginal tissue. Patient states this failed. Ams has requested further information.